Manufacturer narrative:
H3) medtronic representative went to the site to test the imaging system and found gantry doors were partially opened without the rotor being moved to the correct position. Dinguses were engaged due to door being partially opened, which prevented the rotor from being able to move. Manually disengaged the dinguses, closed the door and aligned the rotor. Performed motion calibration. Performed system checkout. System functions as intended. B01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000807, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that representative requested service after hours where the imaging system was stuck around the patient for the case's final confirmation spin. The account were not able to open the gantry using the button on the pendant, but did not try the yellow emergency button before moving on to trying to open it with the wrench. They were unable to get the wrench to rotatein the 1-nut, so they lift and shifted the system to the end of the bed to get the patient away from the table. The table was closed on both sides, so there was no way for the imaging system to be removed from the bed without the gantry opening. As a troubleshooting step , representative strongly advised that if the 1-bolt didn't budge at all, that they don't force it to turn, as that may destroy the mechanism used to open the imaging system, which could require the bed to be disassembled before the imaging system could be serviced. This issue occurred intra operatively and caused more than 1 hour surgical delay. No additional information was provided.